Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have had the implant turned off because 2 days after they got the device. They went into the hospital with vst issues/heart issues, irregular heartbeat (unrelated). Pt stated they "tried to convert me three times typically and that didn't work so they shocked me three times"  pt stated they had to shut off the implant because the EKG was picking it up as "artifact" and was effecting the results of the EKG.  Reviewed compatibility and redirected pt to their healthcare provider to further discuss. Provided pt with ts phone number for healthcare provider to call to review. Pt stated they have appointment with their cardiologist tomorrow. Pt also stated they have an appointment with their managing physician and stated they will tell them "we are on hold" until they speak with their cardiologist. Pt inquired if it will hurt their ins if they don't turn it on for another 60 days. Reviewed ins overview. When agent asked for event date of information reported above. The patient was redirected to their healthcare provider to further address the issue. Please note, agent had a difficult time following pt when pt provided timeline of event during the call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.